Event description:
Customer reported she was unable to test for 3 days due to her adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported she experienced symptoms described as "blurred vision, severe headache, overall weakness, and chest pain" and stated that "while walking home from (her) daughter's house, (her) blood sugar went so high (she) called the paramedics and went to the hospital on (B)(6) 2014". Customer reported she was diagnosed with hyperglycemia and "heart disease" and administered insulin via intravenous infusion, and additionally stated "they added mediform (metformin) with insulin". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
"Product problem" of the initial MDR was left unchecked. This report is being updated as part of a retrospective review of issues related to the reportable confirmed malfunction list. This section has been updated to reflect the correction.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.